Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a total gastrectomy procedure, upon firing the device across bowel, there was only half of one row of staples fired. These staples were also not completely formed. This was the initial firing of the device. The surgeon had to re-do this anastomosis which extended the case by, at least, an hour. Surgeon used the powered endocutter to resect the staple line and hand-sew the anastomosis. There was no reported patient consequence.